Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient complained of chest pain shortly after implant. This ra lead was also discovered dislodged. It was decided to revise the rv and the ra lead. This ra lead was successfully repositioned; the rv lead was explanted and replaced.